Manufacturer narrative:
Baxter received and evaluated the device. This reported complaint, medication not delivered, was involuntarily missed during evaluation, the device is no longer in its received condition, thus, the evaluation cannot be performed for the reported (B)(6) reported medication not delivered'. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver norepinephrine after titration ( dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available. It was also reported that the spectrum pump experienced constant downstream and upstream occlusion alarms. The problem occurred during programming/setup. There was no patient involvement. No additional information is available.